Event description:
It was reported that the patient experienced positional stimulation. Stimulation was only felt when sitting a certain way. The patient noticed that they had to increase stimulation often. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).